Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07191. It was reported the patient was unable to disable MRI mode on the device. Field representative met with the patient but could not establish a connection using external devices. As a result, surgical intervention may occur.

Event description:
Based on information obtained, the patient's health is in poor condition, therefore, no intervention is planned at this time.